Event description:
It was reported that customer experienced damage to tandem charging cable while charging supplies remained functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, continued using functional charging supplies, and was provided replacement charging supplies by technical support.